Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission. Non sustained lead noise was observed due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.

Event description:
New information received notes that further episodes of post-paced t-wave oversensing were observed. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.